Manufacturer narrative:
On february 4, 2020, the mentor failure analysis lab received the device for evaluation. On february 10, 2020, mentor completed evaluation of the device. Device evaluation summary: upon initial examination of the sample, a rupture at the union between shell and patch was noticed. Microscopic examination was performed and the cause of the rupture could not be identified. Per additional event information provided, tissue expander was used for more than 6 months. Per mentor IFU, mentor devices are intended for temporary subcutaneous or sub muscular implantation and are not intended for use beyond six months. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to address with the defects of the suture tabs on the tissue expander as seen by the customer. On february 24, 2020, it was noticed the following was erroneously omitted from the previously submitted reports and has been corrected: -section b2 "is required intervention" has been selected. -the device code "1494-off-label use" has been added in section h6 to capture the patient's use of the tissue expander for more than 6 months. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware the patient would undergo explantation on (B)(6)2020. Reason for device explant and/or reoperation: deflation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with mentor cpx4 with suture tabs, med height, smooth 550cc and experienced a deflation on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.